Manufacturer narrative:
Manufacturing review: a device history record review was performed for the affected lot number of the cartridge raw material and seeds. These lot met all release criteria. No issues were noted. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definite root cause could not be determined. Labeling review: labeling was reviewed and found to be adequate. There is a caution statement, which states "in the event the quicklink¿ loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." .

Event description:
It was reported that during a brachytherapy procedure, the device allegedly was difficult to be inserted and and removed from the manufacturing arrangement of the grain train. It was further that the moving part of the device had to be dismantled in order to be able to extract the cassette upside down without forcing it, there was no reported patient injury.